Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The resistance was due to the anatomy as reported. It is likely that lesion interaction contributed to the reported balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, concentric, 100% stenosis in the right coronary artery (rca). The 1.5 x 6 mm minitrek balloon catheter was advanced; however, it would not advance past the ostium of the right coronary artery, thus the balloon was inflated, but ruptured during first inflation at 6-7 atmospheres. The lesion was dilatated with a non-abbott balloon catheter and a 2.5 x 12mm nc trek. A 3.0 x 12mm nc trek balloon catheter was advanced for further dilatation; however, the balloon ruptured during first inflation at 10 atmospheres. The procedure was complete at this point. Resistance was felt during advancement with the anatomy; however, there was no resistance felt during withdrawal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.